Event description:
(B)(4). It reported that while using a 1.3 gomco circumcision clamp, the obstetrician noted a tear on the posterior side of the penis before the cut was made. The obstetrician believes that gomco caused the tear, and was defective. Three stitches were used to repair the tear.

Manufacturer narrative:
Information was received on a maude report (B)(4). Clamp has not been returned for evaluation. Manual states, "important: some bleeding may occur and/ or some sutures may be required depending on the prescribed surgical technique." Age of the clamp is unknown. There are several foreign manufacturers of copy cat clamps. Therefore, without evaluating the clamp, we cannot be sure if it is even ours. The tear which occurred may also have been caused by other surgical instruments, such as hemostats, which are used during the procedure.